Event description:
The customer received questionable results for troponin t short turn around time (tnt stat) on one patient sample. All results are in ng/ml. The initial result was 0.143, accompanied by a data flag, which was reported outside of the laboratory. The sample was repeated on the same analyzer and generated a repeat result of < 0.010. The sample was repeated again on the same instrument and generated a second repeat result of < 0.010. The customer deemed the repeat result to be the correct result. There was no adverse event. The lot of tnt stat reagent in use was 17016701, with an expiration date of 11/30/2013. The field service representative could not determine a cause for the issue. He verified the function of the instrument. He also did performance testing, which was successful with good results and was within tolerances. Qc was also passing.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause. Quality controls and calibration were acceptable. The field service representative verified the instrument was functioning properly. It was noted that a too short centrifugation time combined with a too high centrifugation speed could be a possible root cause.